Event description:
Per the clinic, the patient developed an infection and extrusion of the electrode lead into the external auditory canal. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.